Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was received contaminated. No patient impact reported. The following information was provided by the initial reporter: customer reports the foc from case #(B)(4) were received contaminated. Lot #2196602.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2196602 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 2196602 for contamination. Retention samples from batch 2196602 were not available for inspection. One hundred plates from batch 2196602 were returned as 10 unopened sleeves shipped in a retaped 100pack carton (carton number 0242, time stamp 0919). Plates were inspected and 6/100 plates had surface bacterial growth. One affected plate was submitted to the ID lab and bacillus idriensis was identified. Three photos also were received for investigation. One photo shows a sleeve from batch 2196602 with what appears to be growth in the top plate. The other two photos each show a close up of the side of a plate in a sleeve to feature the growth in the media. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) was received contaminated. No patient impact reported. The following information was provided by the initial reporter: customer reports the foc from case (B)(4) were received contaminated. Lot #2196602.